Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [5 mg/ml] at a dose of 1 mg/day via an implantable pump for non-malignant pain and joint pain/arthritis. It was reported on 2017-sep-27 that the pump stalled, exceeded tube set, and never recovered. It was noted that the hcp was consulted after the patient reported to long term care in severe pain. The hcp interrogated the pump and discovered it stalled. They attempted to restart and it seemed successful but the critical alarm continued. The date of the event was (B)(6) 2017. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue were reported. It was noted that they were replacing the pump and possibly revising the catheter on (B)(6) 2017. It was indicated that at the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient was in severe pain). No further complications were reported or anticipated.